Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4, a large left atrium, prolapsed anterior mitral leaflet (aml), and friable leaflets. A mitraclip xt was inserted and deployed on the mitral valve. To further reduce mr, a second mitraclip xt was then inserted and deployed on the mitral valve. However, after deployment of the second clip, it was observed that the anterior mitral leaflet (aml) tore, and the second clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). No additional clips were implanted, and the mr remained at a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda and tissue injury were due to patient condition. The reported unchanged mr was a cascading effect of the reported slda and tissue injury. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.